Event description:
Per medwatch report received from FDA, "pt with hemovac drain in right hip following right total hip surgery physician was removing drain, the tubing snapped leaving part of tubing inside of pt."

Manufacturer narrative:
As no catalog number, lot number or product sample were provided, a thorough investigation could not be conducted. Improvements to the drain mfg process have been made, but without a catalog number and lot number. It cannot be determined if these actions are applicable to the product involved in this complaint. The instructions for use (IFU) provided detailed info regarding precautions for using these drains. Warnings/complications: "to facilitate removal of the drain, the drain and tubing portions should not be curled, pinched, over-stretched or sutured; either internally or externally. Do not suture the drain(s). Drains should be placed and removed carefully by hand only with a slow steady pressure. Excessive force may result in breakage. Leaving the drain implanted for any period of time, which allows for tissue ingrowth around the drain and into the holes, may cause breakage on removal." We will continue to monitor for other similar reports and utilize the info as part of continuous improvement.